Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
As treatment, a new pod was applied. Initially, the patient and family suspected a needle mechanism failure and believe that the patient was experiencing hypoglycemia. However, upon further inspection, they realized that the pod's adhesive was not secure, resulting in the cannula dislodgement and elevated blood glucose (bg) levels. It was reported the patient's bg level rose to 280 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly was coming loose from the infusion site on the skin causing the cannula to dislodge. Upon pod removal, the cannula was found bent. As treatment. A new pod was applied.